Manufacturer narrative:
Omit: weight, weight unit, other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter occupation, report source. Additional information: age at time of event, age unit, initial reporter phone #, device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the suspect device turning off was confirmed, but the source of the disconnection could not be determined. The log review of the concomitant pcu event log confirmed the channel disconnect alarm, but testing could not replicate the event. Laboratory results from the iui failure product analysis procedure determined the suspect pump module was working as intended. Is not possible to determine if there was an issue with the female iui of the not received concomitant syringe module connected between the suspect pump module and the pcu unit when the issue occurred. Asm preventive maintenance results indicated that the suspect pump module was performing correctly with no issues noted. Review of the suspect pump module and concomitant pcu error logs showed no records associated with the reported incident. A review of the concomitant pcu event log showed that on (B)(6) 2025 at 6:03 pm the last infusion was restored on the suspect pump module with a rate of 13.7ml/hr and a volume to be infused (vtbi) of 12.433ml. A ¿rate soft limit exceeded¿ message displayed on the pcu and the user proceeded to start the infusion. The primary volume infused (pvi) was recorded as 542.85ml, an accumulated total from previous infusions. At 6:14 pm, the channel alarmed for door open and for check IV set. The pcu displayed a channels disconnected message and the user pressed the key to continue. The suspect pump module was not observed to be re-connected to the system until (B)(6) 2025. No other channels disconnected alarms were observed in the concomitant pcu event logs. Bd alaris system iui inspection tip sheet recommends replacing the iui when any surface is contaminated with blue or green deposits, cracks, or other signs of damage are visible. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged devices can result in patient harm. The bd alaris best practices for cleaning tip sheet contains information regarding the correct steps for cleaning the iui connectors. The bd alaris user manual v12.3.2 states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the pump module turning off during an infusion could not be definitively determined. Testing did not replicate the channel disconnect event. It is not possible to determine whether the un-received concomitant syringe module had a defective iui when connected to the suspect pump module, which could have caused the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump "turned off" by itself during infusion of total parental nutrition (tpn). This caused a hypoglycemic episode in the patient. Approximately 4pm-6pm. There was patient involvement but no harm. Further information was received through due diligence attempts. The pcu was plugged into ac power at the time of the event. It was reported that just the pump module shut down, pcu remained operational. The pump was turned back on after noticing to be off. Patient's low blood sugar resolved without intervention once the pimp was restarted.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump "turned off" by itself during infusion of total parental nutrition (tpn). This caused a hypoglycemic episode in the patient. Approximately 4pm-6pm. There was patient involvement but no harm. Further information was received through due diligence attempts. The pcu was plugged into ac power at the time of the event. It was reported that just the pump module shut down, pcu remained operational. The pump was turned back on after noticing to be off. Patient's low blood sugar resolved without intervention once the pimp was restarted.